Manufacturer narrative:
Event date: it was reported that the procedure date was during the week of (B)(6), 2015. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2015 that a resolution clip device was used during a colonoscopy procedure. According to the complainant, during the procedure, the user had difficulty releasing the clip from the catheter. Eventually, the clip was able to successfully deploy, thus completing the procedure. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.